Event description:
While the patient was receiving the second cycle buffy coat the blood started to leak out. The photo activation plate had a leak although not visible. The estimated blood loss was 425ml. Therakos and the md were notified. The patient was discharged after vitals with no further treatment. The haematocrit (hct) was 41.5. Vital signs stable. Blood was not returned per patient's wish and secondary to possible contamination due to the leak in the system. The patient was unable to receive the blood from the extracorporeal photopheresis (ecp) kit secondary to a possible contamination due to the leak in the photo activation plate.